Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications and functions. Based on the results of the investigation, the events, ¿foreign material inside lg-lens¿, ¿foreign material on the insertion section¿, and ¿stain or foreign material on the forceps elevator¿, were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material inside lg lens was possibly not eliminated by reprocessing since the materials adhered to the point other than outer surface of the device. The probable cause could be that the lg-lens glue was peeled off due to physical stress by hitting/dropping distal end, and/or chemical stress by chemical solution used, etc. Subsequently, lg-lens was possibly invaded by humidity, then corroded. Additionally, foreign material remained at insertion section and forceps elevator since the device was returned to olympus without conducting/completing reprocessing at the facility. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): suggested event 1: the event can be detected in accordance with the following IFU: IFU states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Suggested events 2/3: the event can be detected and prevented in accordance with the following IFU: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found all switches did not work due to corrosion on the switch cable, switch flexible circuit board, plug unit, micro connector unit in suction connector, scope connector case unit, cable unit, circuit board unit in suction connector, and outside shield unit had corrosion due to water leakage, suction cylinder had no color, switch box had a scratch, the screen turned black with no image due to corrosion on plug unit, image guide connector and connecting tube had a cut, adhesive around light guide lens had discoloration, and corrosion around the forceps elevator. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope had many error messages all of a sudden and spontaneously. The issue was found during procedure. The device was returned for evaluation. During the device evaluation, the connecting tube and forceps elevator had foreign material and light guide lens had a stain was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.